Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025 during lunchtime the patient experienced loss of consciousness and had a seizure. The cgm reading at that moment was 4.6 mmol/l. When the patient fell, she hit her head on the floor, which caused bleeding. An ambulance was called and the patient was brought to the hospital. The patient was treated with intravenous dextrose and when a fingerstick was taken the cgm reading was 4.6 mmol/l, and the blood glucose reading was 2.1 mmol/l. A CT (computed tomography) scan was made which showed no internal bleedings. No further treatment was reported to be needed and the patient was discharged at 02:30pm. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 4.6 mmol cgm reading. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.